Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Can further information be provided on the shape of the staples and specific location of the area that was not stapled? How many days postoperative did the patient present? How was the postoperative issue identified? Can more information be provided on the peritoneal signals? Besides the hospitalization, was other medical or surgical treatment required? Please describe. What is the current status of the patient?

Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut without stapling, on a quarter of the circumference. The anterior side of the rectum was manually sutured during the procedure. After the procedure, the patient presented peritoneal signals. A hospitalization of one week was needed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the grade of hemorrhoids? Hemorrhoids prolapse stade 3. Were the hemorrhoids circumferential or in specific quadrants? Unk. What is the surgeon¿s experience with the pph procedure? He used to use it. What is the surgeon¿s experience with the pph device? He used to use it. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Unk. Was a complete washer transection confirmed? Unk. Can further information be provided on the shape of the staples and specific location of the area that was not stapled? Unk. How many days postoperative did the patient present? Unk. How was the postoperative issue identified? Unk. Can more information be provided on the peritoneal signals? Abdominal pain with biological inflammatory syndrome. An abdominal scanner was performed showing a pneumoperitoneum, without intra-abdominal effusion. Besides the hospitalization, was other medical or surgical treatment required? Please describe. Antibiotic therapy as well as close clinical and biological monitoring. What is the current status of the patient? The prolapse is reintegrated. There remains a small degree of dehiscence during the major push.